Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per field service report: pump was on pt. Symptom - pump had purge failure alarms and poor ECG during transport from cath lab to intensive care unit (ICU). After the pt arrived in the ICU and cycling power the pump operated normally. The pump was left on the pt. Findings/action taken: checked pt cable connectors. Checked all leak configurations and lead fault detection. Checked all trigger modes in autopilot and operator modes. Pump operating normally.